Event description:
The customer reported that the sponge is out of the mini cap. Patient injury and medical intervention were not reported for this event. Patient not involved.

Manufacturer narrative:
(B)(4). Visual inspection was performed through the pictures sent by the customer where the sponge is out of the cap was evidenced. The reported problem was confirmed. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.